Event description:
"The customer provided product feedback and complaints regarding the evoprotect needles. The customer advised they experienced blood splatter, spray, when retracting the safety needle post blood collection endorsed by multiple staff. The customer reported they could not advise specifically whether the 21g or 23g evoprotect was associated with the issue. Customer advised they have since moved to only using the 23g; the 21g needle was returned to supply chain, lot number and product samples could not be provided. Customer advised the needles were retracted in-vein and staff was asked to place a gauze pad over the needle insertion site; blood splatter complaints decreased with the 23g. The customer advised the 21g needles caused additional pain as endorsed by patients. The customer advised they moved from 21g to the smaller 23g which improved patient comfort, and pain, but uncertain if the complaints have stopped. Customer advised at times they received a blood flash, but not good blood flow when attaching tubes, which required recollections. Customer could not advise specifically whether the 21g or 23g evoprotect was associated with the issue. Customer advised they were unsure if there were specific lab tubes. The customer advised needles are connected to a female adapter blood culture tube holder, used for regular labs and blood cultures. Customer reported hemolyzing of labs which required recollection and delayed results. The customer advised hemolysis was noticed after difficulty during venipuncture, and after change in needle gauges from 21g to 23g. Customer advised they were unsure which tubes were those reported as hemolyzed."

Manufacturer narrative:
Complaint (B)(4). A date of event could not obtained from the customer. Samples were not received from the customer. Evaluation of the complaint is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). No samples 450120/unknown or 450121/g230133n were received for evaluation. No customer pictures were provided. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No batch numbers for 450120 were provided by the customer. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. Unfortunately, without basic information, a thorough investigation of any related 450120 is not possible. According to their investigation and comments, a check of production documentation for 450121/g230133n revealed no deviations in relation to the reported errors. The complaint is closed as cannot be determined. Additional information: h6: adverse event problem, h11: additional manufactuere narrative updated.